Manufacturer narrative:
Device evaluation of eval of monitor sn (B)(4) has been completed. Upon eval the monitor was unable to power up. The cause for the failure was isolated to corrosion on the monitor c/a board. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power up.